Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. H2) additional information: h10 updated.

Event description:
It was reported that the amount of medication remaining in the cassette did not match the reservoir volume displayed on the pump. Per reporter, they did not attempt to withdraw the remaining medication in the reservoir because there was air in the tubing and there was nothing to withdraw. Starting volume: 110 ml with overfill 100.8 ml before overfill. Continuous infusion rate: 0.6 ml/hr. Reservoir volume: they were unsure of the reservoir volume or amount given as this had happened 2 weeks ago. Length of infusion: 7 days. A closed system drug transfer device (cstd) was used to fill the cassette. The event occurred while in use with a patient at the patient's home. There was a patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.